Manufacturer narrative:
Sc1-cap locked in place properly during testing. After battery installation, unit powered on successfully and no flashing medtronic logo was noted. Unit was successfully uploaded to carelink. Pump communicated and calibrated properly with test guardian link transmitter 4. Pump was monitored with guardian link transmitter and no lost connection noted during testing. No alerts/anomalies/alarm noted during test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 15 was found on (B)(6) 2026 22:11:09.000. Line=440 file=38. Per software engineering log investigation, pump error 15 was triggered in function hrm_oneminutetest file hrm_periodic_tests.c since a call of bl_criticaldatacheck api returned status=0x0020=src_main_rfd.inverse check in the rf driver critical data failed. Isolate to electronic assembly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations of flashing medtronic logo were not confirmed when unit powered on properly after battery installation. Allegations of no communication between pump and transmitter were not confirmed when pump was able to pair and communicate with transmitter during testing. Allegations of pump error 23 were not confirmed when no unexpected pump error 23 alarms were noted during testing. However, customer allegations of pump error 15 were confirmed when pump error 15 alarms were found during download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the sensor and the pump, the customer received pump error 15 (the critical block and inverse critical block did not add to zero.) And the customer received pump error 23 (post-reset ram crc alarm). The customer reported no adverse event. The event involved product(s) mmt-1884, 78893-01. Troubleshooting was performed. The pump stopped working and showed the medtronic flashing logo. Pump in process of making multiple attempts to r e-establish communication with the sensor. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for 78893-01. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.